Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-45 lead implanted: 2003 (B)(6). (B)(4).

Event description:
It was reported that a review of the implantable pulse generator (ipg) at end of life (eol) indicated that there has been occasional noise on the atrial and/or ventricular leads over the life of the device, increasing over the few months prior to explant. The physician suspects a loosening set screw. The noise could not be duplicated on the leads after the device was explanted and replaced. The leads remain in use. No patient complications have been reported as a result of this event.